Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, no deviations were noted. The lead proved to be flawless throughout its inspection. In particular, the values of the parameters measured during the mechanical analysis were within the technical specifications. After removing tissue the fixation helix could be easily extended and retracted. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical event. There was no sign of a material or manufacturing problem.

Event description:
Boston scientific received information that right atrial (ra) lead got dislodged after delivering an appropriate shock. This ra lead was explanted and was replaced with a new lead after this lead failed to retract. No adverse patient effects were reported.